Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for cosmetic damage. The customer¿s blood glucose was 197 mg/dl. The customer reported that insulin pump had crack on reservoir and battery compartment. Customer stated that the pump has cosmetic damage. Customer reported that the reservoir is unable to lock in place when inserted into pump. The pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error due to j6 connector resistance issue.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that they received power error detected. Customer blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.